Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v407759, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the device was removed due to infection. No further information was reported. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.